Event description:
It was reported that during the implant procedure the physician attempted to implant the lead and when utilizing the pinch on tool the lead pin bent. The lead was not implanted and a new lead was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the distal conductor connector pin was bent. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was damaged at implant.